Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes; d.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned two (2) loose 0.3ml insulin syringes with an open polybag from lot 9343416. Consumer reported found about half syringes from 2 bags needle hub separates. Both returned syringes were examined, and it was observed that each needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that relion® insulin syringe needle hub separated on 2 occasions during use. The following information was provided by the initial reporter: material no: 328521; batch no: 9343416. It was reported about half syringes from 2 bags needle hub separates. Did not report hard to remove needle shields.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that relion® insulin syringe needle hub separated on 2 occasions during use. The following information was provided by the initial reporter: material no: 328521 batch no: 9343416. It was reported about half syringes from 2 bags needle hub separates. Did not report hard to remove needle shields.